Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient went to bed at 10:30 pm on (B)(6) 2017 on a fully charged set of batteries. The following morning as the patient was about to leave for dialysis treatment the lvad system alarmed low voltage. Newly charged batteries were placed in the bag by the patient¿s family for the patient to change the batteries on the way. For unknown reasons the patient did not change the batteries and proceeded with dialysis treatment. With the system controller under the sheet and blanket, the dialysis machine running, and the tv on in the background, it was believed that no one heard the low voltage hazard alarms or, then the system controller backup battery alarms. At some point the lvad shut off. The patient received the dialysis treatment but became hypotensive and hypothermic. The patient was verbal and alert at the time. The dialysis center called 911 to have the patient transported to the closest emergency department and notified the patient¿s family. The patient arrived at the emergency department at approximately 5 pm, reportedly awake and talking. Upon arrival the nurses were aware that the patient had an lvad as it was marked on the patient¿s chart, but no one checked the equipment because there were no alarms. Around 10 pm the patient¿s implanting center was notified that the patient was in the emergency department and was being coded for cardiogenic shock. The nurses performed chest compressions during the code. At that point the nurses checked the system controller and realized there were no lights and the batteries were completely depleted. The nurses saw the fully charged batteries in the bag and attached them to the system controller. The pump restarted after being off for approximately about 15 minutes. The patient became more hemodynamically stable and had no neurological deficits. The patient was transferred to the implanting center and discharged the next day. The patient was reportedly ongoing, stable and seemed to have no lingering effects from this event. The submitted log file was reviewed by a representative of the manufacturer''s technical services team and revealed low voltage advisories on (B)(6) 2017 at 1:20:08 pm (white power lead) and at 2:19:39 pm (black power lead). The last known data captured a no external power event on (B)(6) 2017 at 2:27:40 pm and the system controller backup battery was operational. The last few lines of data captured showed the date was reset to the manufacturing default date code of 01jan2001 at 1:00 am. The pump resumed operation at an unknown amount of time.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the ebb. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.